Event description:
It was reported the patient had an unknown mesh implanted in (B)(6) 2011. It appears she also had an incontinence ring in place. Following the surgery, the patient indicated she experienced incontinence, pain, and "intercourse is impossible." No further patient complications were reported.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow up report will be sent.